Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.

Event description:
Changed procedure to open. The tip of device became obstructed causing a problem for the scope,"the scope was cloudy". Wrist procedure. Surgeon had to resort to an open procedure to complete the carpal tunnel case. Patient is doing fine, no issues to date.